Manufacturer narrative:
Correction: h6 should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The user facility submitted medwatch report mw5147859 for this event. The device was not returned and the serial number is unknown; therefore, a device analysis could not be completed. Per the report, the nurse manager at the facility where the event occurred concluded that the over-infusion event was related to an error by the primary nurse. The "nurse error" was also confirmed in the proceedings documents. Sigma spectrum pump's operation's manual warns the user of factors that can affect flow accuracy of the device. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced an over infusion of insulin during use with a spectrum infusion pump. It was further reported that 100 units of regular insulin were infused in less than an hour. According to the reporter, the screen history on the pump showed an excess of (B)(6) units/ml should have been remaining in the insulin bag. The reporter stated the pump settings were witnessed and cosigned by a second nurse for verification of dosage and delivery. The patient required frequent follow up monitoring for the insulin bolus reaction for ¿detrimental and possible life-threatening results¿. The patient was stabilized and transferred to another floor the following day. No additional information is available..